Manufacturer narrative:
The handle 9733734 ratcheting qc sm straight (46833) was returned for analysis. Analysis found that the returned handle was intact and fully functional. The ratchet mechanism and tool retention mechanisms both functioned per design. No problem was found. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the ratchet handle not working was that it was broken.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Foreign report source: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the ratchet did not work. Another ratchet handle was used. There was no delay to the case. No impact on patient outcome.